Event description:
It was reported that the patient was unhappy with the rigidity of his ambicor penile prosthesis (app). The app was removed and replaced with an inflatable penile prosthesis (ipp). There were no patient complications.